Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure? The diagnosis and indication for the surgical procedure? In what tissue was the suture placed? What was date of the reoperation? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab intact when the suture was placed in the patient (if stratafix symmetric)? Was there any precipitating stress factor for the dehiscence? What was the appearance of the suture during the second procedure? Did the suture pull out of the tissue or did the suture break post-operatively? If the stratafix broke, where did the suture break (termination, middle, end)? Other relevant patient history/ concomitant medications? Product code and lot number: of the device that broke during the procedure? Of the device that was used to complete the procedure? Will any product samples be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Note: event related to device breakage during procedure reported via mw 2210968-2020-00069. Event related to dehiscence reported via mw # 2210968-2020-00068.

Event description:
It was reported that the patient underwent colectomy on an unknown date and barbed suture was used. Post-operatively, the patient dehisced and had to be brought back into surgery to repair. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/13/2020.